Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after changing infusion supplies, with blood glucose readings over 300 mg/dl and a glucometer value of 392 mg/dl, and the issue persisted for about eight hours until insulin delivery was re-primed and the cartridge was replaced; no alarms were reported and the infusion site and tubing showed no visible damage or leakage. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included product troubleshooting by guiding the user to disconnect, prime the small tubing, replace the infusion set, and replace the cartridge, after which insulin delivery resumed and logs confirmed dosing for the meal announcement. Investigation of this case revealed no confirmed device malfunction, with function restored after re-priming and cartridge replacement. It was concluded that the cause of the hyperglycemia was unclear and that education and troubleshooting resolved the issue.